Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected a17 alarm, a21 alarm or reset time or date anomaly after change battery noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received unexpected restart alarm. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer stated that alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.